Event description:
The customer reported that the large window netting and the mattress compartment is torn. They reported that they patched the tear with cable ties. No patient injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product shows that there is a tear in the large window a netting. The front side a drainage port at the start and end has a tear in the vinyl material. There is other damage to the canopy not relevant to this complaint.